Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking at the upper luer port. This occurred during priming. The reporter stated that the upper luer port was "fully open". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed a hole in the first y-site interlink that generated leak. All components are correctly placed and according to specifications. Pressure test and clear passage under water was performed. A leak at the site of the hole was observed. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.